Event description:
It was reported that during a laparoscopic cholecystectomy, the device produced scissored, open gapped and unformed clips on the cystic duct and cystic artery. Another device was used to complete the case. There was no adverse consequence to the pt. Account will not release the device.

Manufacturer narrative:
(B)(4) info is unavailable; device was not returned for evaluation. Device not returned. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this info, the mfg related records were reviewed and we were unable to confirm the complaint nor determine a mfg or design related cause for the reported event.